Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with glucose readings reported as high and later >400 mg/dl, and alerts for extended elevated glucose despite a supply change and infusion set replacement; the user ultimately removed the ilet and used subcutaneous insulin by pen as backup. Symptoms included feeling unwell earlier in the event, without loss of consciousness or diabetic ketoacidosis. Outcomes included continued high glucose alerts and temporary discontinuation of pump therapy with transition to multiple daily injections, without hospitalization or professional medical intervention. Investigation included remote troubleshooting focused on infusion set function, cartridge, connector, and tubing, along with guidance to verify glucose by fingerstick and evaluate for infusion site issues. Investigation of this case revealed no observed leakage and suggested a potential infusion set or delivery issue as a possible contributor, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.